Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not removing air from cartridge and was using cold insulin. Tandem customer technical support educated customer to follow the proper air removal steps and to always use room temperature insulin. Customer changed the cartridge to address the issue. There was no adverse impact to customer¿s blood glucose level.